Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of a vented solution set had a cracked collar. This was noted during routine assessment during infusion of propofol. The device was being used with a non-baxter connector attached to a peripherally inserted central catheter (PICC) line. The device had been in use for 20 hours at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection the male luer collar was observed cracked. The reported condition was verified; however, the cause was unknown. Should additional relevant information become available, a supplemental report will be submitted.